Event description:
It was reported that there appears to be a hole in one of the bed rails that is missing a plug. A sharp edge remains that the patient cut her lower leg on. There were no other reports of adverse patient effects, nor any necessity for medical intervention.